Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported upon startup that the impella flows were low at under 2 liters per minute with continuous suction events, despite repositioning under transthoracic echocardiogram. It was recommended to remove the impella due to a suspected thrombus ingestion. The patient had coded, and cardio-pulmonary resuscitation and numerous defibrillations took place for almost two hours during the procedure. This device was removed and replaced with another impella which functioned normally. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The field log was reviewed and suction with low pump flow occurred upon activation. Position changes were confirmed 3 minutes into the run as troubleshooting measures. The returned pump was visually inspected, and biomaterial was observed entraining the impeller. The cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.